Event description:
Healthcare professional reported "implant leak". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. . Reason for reoperation: deflation.